Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "failed pressure test x3. Values >19psi." Was unable to be reproduced. The device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the thermistor wires exposed on the force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed pressure test x3 at values >19psi during testing in the biomedical service department. There was no patient involvement. No additional information is available.